Event description:
Caller reported that t: slim x2 pump battery would not charge, and pump screen remained dark, unable to turn on despite attempts to troubleshoot with guidance from customer technical support. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable.